Event description:
Reportable based on product analysis on 28sep2018. It was reported that the device would not cross the lesion. A 90 % target lesion was located at moderately tortuous and moderately calcified right coronary artery. A 06/2.75 flextome cutting balloon was selected for use. During the procedure, it was reported that the device would not cross the lesion. The device was removed and change with another of the same device. There were no complications reported. Patient condition is stable. However analysis revealed a complete break of the device. Device evaluated by MFR.: the device was returned for evaluation. The device was received in two sections, as a result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 580mm distal to the strain relief. The hypotube was also kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was tightly folded ,which indicates that the balloon was not subjected to positive pressure. No issues were noted with the balloon that may have potentially contributed to the complaint's incident. A visual and microscopic examination identified no damage to the tip, marker bands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.